Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s device is sticking out. When patient presented to the clinic the pocket looked more prominent and appeared to be moving in the pocket. The pocket does not appear to be at risk to be revised. The device is functioning normally and remains implanted. Patient is in stable condition but patient reports that the issue is causing stress.